Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead position check failure was noted on the right atrial (ra) lead one day post implant. All therapies disabled. The lead was capturing the ventricle and dislodgement was noted. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.